Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door was recovered upon the arrival of the field service engineer. Furthermore, the auxiliary drawer was discovered to be malfunctioning and displayed a row of missing pockets. A field service engineer manually removed the pockets, cleared all foreign debris, and restarted the station. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that pyxis medstation es system experienced a malfunction that impacted both the door and the drawer. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.